Event description:
The customer reported to olympus, during a colonoscopy, the maj-2207 tubing many have become kinked causing excess pressure and a bleeding injury to the patient. The tubing was connected to ofp-2 pump. A request for additional information is in progress. This event includes 2 reports as follows: (B)(6): k10035002. (B)(6): k10001141. This report is 2 of 2 for (B)(6): k10001141.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00044.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, that irrigation tubing was kinked which was likely caused by the misplacement of the water bottle. Please read IFU prior to performing the procedure. Possibly add this information to the 'quick reference guide'. This supplemental report includes a correction to d5 from the initial medwatch. Also, information added to e2, e3 and g2. Olympus will continue to monitor field performance for this device.

Event description:
The customer responded to our request for additional information. At the beginning of the diagnostic colonoscopy, the patient's bleeding was in the colon. The bleeding was irrigated and the pressure of the ofp-2 was turned down. The intended procedure was completed with the same subject device. There was a small delay of three (3) minutes while inspecting the pump and turning down the ofp-2. The customer suspects the tubing may have been kinked by the water bottle placement on the cart. The subject device was inspected prior to use and no issues identified.

Manufacturer narrative:
This supplemental report being submitted to provide additional information. This report has been submitted by the importer under this MDR report number 2429304-2022-00044.